Manufacturer narrative:
No low battery alarm or excessive no delivery alarm could be verified and the functional tests could not be performed due to a blank display. The insulin pump had a blank display due to a slightly corroded battery tube and severely corroded battery cap contact. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported receiving several no delivery alarms on her insulin pump. The customer also stated her cannula was often kinked. The customer also stated she would have to administer a corrective dose and bolus and a no delivery alarm would occur shortly after. The customer's blood glucose was 130 mg/dl. The customer was advised the no delivery alarm may be due to a site, infusion set, or reservoir issue. Troubleshooting did not find any issues with the tubing or insulin. The customer was advised to replace her insulin pump and revert to a back-up plan. No additional information provided.